Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0; product ID: 9733752, ubd: unknown, UDI#: unknown, work order completed: h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no issue. Codes b01, c19 and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that there were difficulties with intermittent tracking. The instrument tracker remained red with a high geometry error after pausing and resuming the emitter for emg monitoring. Multiple instruments could not be verified successfully. Troubleshooting steps included confirming no metal was introduced into the field, trying a new instrument tracker with no change, and rebooting the system, which briefly allowed tracking before the same issue reoccurred. A manufacturer representative (rep) called at a later time to report that the system was unable to track anything when the tracker was held 8-10 inches above the flat emitter, but the same patient tracker that was held 6-8 inches above the flat emitter tracked as intended. There was a diminished tracking range with the side emitter, losing tracking 5-6 inches away. The original flat emitter on another system exhibited the same behavior, and the second side emitter on the original system also showed diminished range. The second flat emitter had a reduced range, able to track only 1-2 inches away. The rep tried each combination- getting further away from the wall and floor and saw slightly bigger fields. The surgical time was extended by 1 hour or longer. There was no reported impact to patient.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs captured three sessions on the date of issue and observed that the site added two multiprobe instruments to the procedure, all of which were successfully verified. The logs also recorded a successful connection to the electromagnetic emitter and passing registration metrics but observed multiple requests to enable and disable the amplifiers throughout the sessions. Logs also recorded 500+ coil noise information from the emitter. The provided archives recorded 3 computed tomography (CT) exams with 284 slices each, respectively. Observed one successful registration within a passing error metric of 1.5mm. The user collected a good number of trace points, but a few points were sunken inside the skin, hence requesting to use a lighter touch while collecting the trace. However, no noticeable issue was observed from the archives which could result into the tracking difficulties. Based on the information provided in logs, the analyst suspected a hardware issue might have resulted in the reported behavior. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.